Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 101 alarm at the end of therapy on the homechoice machine(hc). The home patient(hp) stated she did not do any manuals yesterday and her last fill is programmed for 0ml. The hp stated her cycle one ultrafiltration was 2580ml and the hc shows no bypasses. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed through an event history log review. The device was determined to meet functional and electrical performance specification requirements per testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore, the device did meet product specification related to the reported issue of iipv (high drain volume 101). The cause was determined to be false empty detect and use error with the initial drain alarm setting inappropriately programmed. The nurse was advised of the cause of the iipv event. Homechoice/homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.